Manufacturer narrative:
Pump was received with blank display due to battery tube was pushed down. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was 8.4 mmol/l. It was stated that the insulin pump had a crack. The customer was advised that the insulin pump will have to be replaced. The insulin pump will be returned for analysis.